Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was seen by the physician and is considering surgical intervention as the next course of action.

Event description:
It was reported the patient experienced left leg weakness while in recovery after the implant procedure. Follow-up identified the patient was evaluated by his physician and his leg is much better. Reprogramming was successful yielding effective stimulation to all painful areas.